Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor alerted with cannot find sensor signal. Blood glucose level at the time of the call was 226 mg/dl. Customer also reported they had an emergency room visit on (B)(6) 2018 due to bleeding at sensor insertion site. Bleeding subsided during the visit. Customer was advised to change sensor and use an alternative insertion site. No product will be returned for analysis.